Event description:
It was reported that the balloon was fractured. The target lesion was located in the moderately calcified artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for coronary angioplasty. During the procedure, the balloon was opened in the traditional way, mounted it on the guide and advanced to the coronary artery. When trying to inflate, the pressure did not rise, so insufflation was not achieved and it was suspected that the balloon was already broken before inflating. The device was removed from the patient's body and the procedure was completed. No complications were reported.

Manufacturer narrative:
E1: initial reporter title corrected. E1: initial reporter first name corrected. E1: initial reporter last name corrected. E1: initial reporter facility name corrected. E1: initial reporter address 1 corrected. E1: initial reporter country corrected. E1: initial reporter phone corrected. E1: initial reporter email corrected.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the hypotube found multiple kinks along the shaft and a break at 94cm from the distal tip. The proximal section of the break, including the strain relief with manifold not returned. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified pinhole in the balloon. A pinhole was located in the balloon material 1mm proximal to proximal markerband. Bumper tip showed no signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. As a result of the break in the hypotube an inflation aid was connected to the hypotube and during an attempt inflate the balloon a pinhole was located in the balloon material at 1mm proximal from proximal markerband.

Event description:
It was reported that the balloon was fractured. The target lesion was located in the moderately calcified artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for coronary angioplasty. During the procedure, the balloon was opened in the traditional way, mounted it on the guide and advanced to the coronary artery. When trying to inflate, the pressure did not rise, so insufflation was not achieved and it was suspected that the balloon was already broken before inflating. The device was removed from the patient's body and the procedure was completed. No complications were reported.

Event description:
It was reported that the balloon was fractured. The target lesion was located in the moderately calcified artery. A 15 mm x 2.50 mm wolverine coronary cutting balloon was selected for coronary angioplasty. During the procedure, the balloon was opened in the traditional way, mounted it on the guide and advanced to the coronary artery. When trying to inflate, the pressure did not rise, so insufflation was not achieved and it was suspected that the balloon was already broken before inflating. The device was removed from the patient's body and the procedure was completed. No complications were reported.